Event description:
Follow-up revealed the patient's ipg was explanted and replaced. Therapy was restored post-op.

Manufacturer narrative:
Recall (continued): 1627487-12192011-003-r & 1627487-07262012-002-r. This ipg serial number is included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped recharging their ipg as recommended. In turn, their ipg can no longer communicate with their programmer due to it being inoperable. A company representative also met with the patient and confirmed that their ipg is non-functional. As a result, the patient will undergo surgical intervention.